Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming motor fault, patient circuit fault, low pip, and write eeprom error. The problem is intermittent, sometimes the unit cycles and sometimes it will not cycle and these alarms are present. The connections and cables were check and no issues were found. The turbine was replaced but the issue was not corrected. There was no patient involvement at the time of the incident.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was able to be confirmed and duplicated in a laboratory setting. The exhalation differential pressure transducer (pt 802) is not calibrating at the zero point. This issue will be internally investigated within carefusion.